Manufacturer narrative:
No devices were returned for evaluation. The procedural training manual provides guidance for retrieval of an undeployed valve through the esheath, including specific instructions for when resistance is felt. ¿do not force the thv into the esheath. If resistance is felt, the thv may be caught on the esheath tip. Stop, advance thv past the esheath tip and rotate the delivery system before trying again.¿ in this case, it is likely that the patient¿s vessel size in combination with calcification contributed to the valve dislodging from the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our turkish affiliates, during a tf-tavi, the delivery system with crimped valve couldn¿t be advanced through the sheath. The team attempted to retract the delivery system (ds) with the valve to the iliac segment. The team was able to pull back the ds, but the valve became dislodged from the ds balloon and remained in the sheath. In addition, the sheath could not be withdrawn from the vasculature. Surgeons opened the vessel and removed the sheath and the valve. The tavi team then implanted a corevalve. The patient was stable. In review of the case, medical opinion given for the most probable cause of the withdrawal resistance was due to patient vessel characteristics. The most probable cause of the valve dislodging from the balloon was the diameter of the vessel with calcification. There is no alleged malfunction of the device. Also noted was the crimping of the valve was done by a very experienced clinical specialist per training manuals. All the liquid was removed from the balloon after de-airing. The leading physician stated the main factor was the ¿¿the vessel¿¿ anatomy of the patient which could not be foreseen in earlier examinations. The patient had very tortuous and thin vessel anatomy, more than ever expected. The patient¿s minimum luminal diameter (mld) was 6.5mm on the right side. Access vessel degree of calcification was mild. Access vessel degree of tortuosity was moderate.